Event description:
It was reported, the patient¿s stimulation ¿turned off and was set to default.¿ the patient¿s physician reported the ¿patient must have been around an electromagnetic interference (emi) source.¿ it was noted, the stimulators had been turned back on at the time of report. A supplemental report will be filed if additional information is received. Please see MFR. Report #3004209178-2013-17271 for information on the patient's other device.

Manufacturer narrative:
Product ID 3387s-40, lot# v649834, implanted: 2011 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v479548, implanted: 2011 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).